Event description:
As reported by the user facility information by bbm sales organization in brazil: "flow rate deviation". According to the customer: "the patient was using continuous heparin with divergent information from infusion by the assistant teams. We would like the infusion change report and schedules between 08:00 to 12:00 of the day (B)(6) 2023."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.